Manufacturer narrative:
Sientra complaint #:(B)(4). Medical device report in response to MDR report #: mw5162120 and mw5162121. Initial reporter is unknown as the initial reporter requested to remain confidential. At this time, the suspect device has not been returned for evaluation. Sientra will submit a supplemental report in accordance with 21 cfr section 803.56 if additional information becomes available.

Event description:
Patient reported rupture, side unknown and patient reported symptoms: hearing loss, joint pain, depression, anxiety and fatigue.